Event description:
It was reported that post implant of the left ventricular (lv) lead the patient experienced diaphragmatic stimulation. Reprogramming was performed and resolved the issue. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.